Manufacturer narrative:
(B)(4). Batch # n55h3n. The long60a device was received for analysis with the shrouds open and damaged and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during a gastrectomy procedure, there was a locking the clamp and cut without stapling incident in the first and second firing. Another like device was used to complete the procedure. It is unknown if there were adverse consequences for the patient. Staples dropping. It is unknown if one device and two reloads will be returned. Affiliate reference number: none provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify when/how the staples were dropping? No damage described except from what has been described. Did staples fall out of the cartridge after firing? Yes, the staples fell out of the cartridge after the first firing. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None was reported that the sales rep is aware of.